Event description:
A neurosurgical resident described an event involving a intracranial pressure catheter (110-4l) readings which were normal and after approx 30 minutes reading drifted low. The (110-4l) was revised to a second icp catheter (110-4l) resulting in a similar event. The second catheter remained implanted to continue to measure oxygen and temperature. Add'l clinical info was requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.